Event description:
It was reported by customer at (B)(6) that device presented a t2 fell off after t1 was deployed.

Manufacturer narrative:
One 72201491 ultra-fast-fix curved needle delivery system device received. The complaint listed was: ¿t2 fell off after t1 was deployed¿. This device is in obvious damaged condition. The blue split cannula has not been returned. The depth limiter was not returned. T1, t2 and suture were not returned. The advancement lever was found fully retracted although the complaint indicated the device was used. The needle is quite distorted. Twist or bend can interfere with advancement and removal of t¿s. Movement of anchors requires a deliberate manual advancement with this style device. An anchor would not fall off unless the suture was pulled or the delivery needle was twisted, bent or flexed during insertion. No root cause related to the manufacture of the device can be established.